Event description:
Resident was being assisted with her shower. Resident lurcxhed forward and fell out of the shower chair striking her head on a cabinet in the bathing area. Those residents being given a shower are roputinely seated on the shower chair for their showers. Shower chairs have no safety/seat belt type device in place. Resident needed to be transported to hospital for repair of 5cm laceration. Stitches to be removed in seven daysdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.